Manufacturer narrative:
Initial reporter unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The isolation transformer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site had an issue powering on their system they attempted to use multiple outlets, but the power button was not illuminating and they could not power it on. Finally after a few minutes they were able to get the system to boot.

Manufacturer narrative:
The transformer was returned to the manufacturer for analysis. Analysis found that when connected to ac the returned transformer powered up without issue and had normal output for each port. No problem found. The power supply assembly was returned unused. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter: (B)(6). If information is provided in the future, a supplemental report will be issued.